Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the pump was returned with no evidence of damage in or around the cartridge compartment. Unrelated to the original complaint, the pump powered on to a blank display. A failed display flex was found to be the cause of the blank display. The battery compartment was cracked with evidence of moisture inside. The threads on the battery cap and battery compartment were stripped and unable to secure. The battery cap coin slot was severely damaged and the cap became stuck while trying to remove it. A test cap was used and able to hold for testing. The leak test failed due to the cracks. The pump was opened and no moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.